Manufacturer narrative:
A dräger service technician was dispatched and was not able to reproduce the reported symptom. The technician tested the machine and reported that all tests passed. The device log was made available for investigation. The log revealed that the reported event was caused by a sporadic internal communication problem of the ventilator¿s cpu board. This kind of behavior cannot be reproduced. The device meets the relevant standard concerning electrostatic and electromagnetic immunity. Nevertheless, in rare cases events may occur with intensity beyond the limits of these standards. It was excluded that the cpu board has a malfunction. The machine has reportedly been returned to use with no further problems reported to date. A stop of automatic ventilation is announced by alarm. Manual ventilation and monitoring function are still available. Corresponding hints are given on the display.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was completed using manual ventilation mode and there was no patient injury reported.